Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned for analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cervical spine procedure. It was reported that the imaging system and the navigation system were connected but were not getting a green communication. The site had the correct navigation connection selected, the ethernet cable was known good cable, the site rebooted the system and it resolved the issue. There was less than an hour in delay time. No impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was not documented in the software anomaly tracking database because the issue was resolved with the new updated version of the software. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cervical spine procedure. It was reported that the imaging system and the navigation system were connected but were not getting a green communication. The site had the correct navigation connection selected, the ethernet cable was known good cable, the site rebooted the system and it resolved the issue. There was less than an hour in delay time. No impact on patient outcome.